Event description:
It was reported that the tulip of a cayman self starting screw broke off intra-operatively during final tightening. The screw was removed, there was no reported surgical delay.

Manufacturer narrative:
Device was discarded.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. It was reported that the head of a cayman self starting screw broke off intra-operatively during final tightening. The screw was removed, there was no reported surgical delay. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. Potential causes include: torque limiting handle not used during final tightening, excess force applied to torque the screw, etc.

Event description:
It was reported that the tulip of a cayman self starting screw broke off intra-operatively during final tightening. The screw was removed, there was no reported surgical delay.